Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported during an upgrade procedure to replace a f110 teligen dr ICD, while attempting to insert the right ventricle (rv) lead, it failed to insert fully into the barrel of the pg. It appeared that the insulation material at the terminal pin had swollen. Therefore, the 0158 lead was capped off, and a new ingevity lead was implanted, and was able to be inserted into the new pg. Additionally, it was indicated that there were no abnormal impedance measurements with the lead old lead (0158), and that the only issue was that it wasn't able to be inserted into the header of the new pg. No adverse effects were reported.